Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate mode switch, myopotential oversensing, and fracture on the right atrial (ra) lead. On (B)(6) 2021, the physician elected to cap and replace the ra lead. The patient condition was stable.